Manufacturer narrative:
This report has been identified as b. Braun medical internal report number b)(4). The device involved has not been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that brown material was seen in the drip chamber. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photo and one (1) unused sample was provided for further evaluation. Based on the sample evaluation, visual examination of the photo and sample noted a brown particulate present on the drip chamber. The sample and all available information was forwarded to the manufacturer for evaluation. The manufacturer stated the cause of the reported defect occurred during the molding process. It was confirmed that the brown material is degradation of the pvc. Degradation can occur during the injection molding process and cannot be completely avoided. Although there are processes in place to avoid such defect, it is possible that the issue started randomly and was not caught by the process controls. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.